Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and right atrial (ra) lead stopped working post premature ventricular contraction (pvc) ablation. It was further reported that the right ventricular (rv) lead dislodged. The ipg system was explanted and replaced. No patient complications have been reported as a result of this event.